Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead moved from its original position as shown in the x-ray per the additional information received. Additional observation of high threshold measurement was also reported. The physician opted to replace the lead. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The complete lead was returned with no anomalies noted at the tip of the lead that contributed to dislodgement. This lead passed electrical testing.